Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system showed "grub loading, please wait... Error 15." The system was rebooted with no resolution. No patient was present during this event.